Manufacturer narrative:
Device manufacture date; corrected data: inadvertently did not include product information on initial report.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient is having eight seizures a day. The patient states his condition is worse. It is unknown if the seizures were an increase above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.